Manufacturer narrative:
Despite multiple attempts, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The extracted portions of this rv lead will be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in pacing and shocking impedances down to 429 ohms and 37 ohms respectively. A decrease in rv sensing, oversensing of noise, as well as an increase in pacing threshold measurements were also noted. A chest x-ray revealed the rv lead had been twiddled by the patient and that this most likely resulted in an insulation damage and micro-dislodgement which were thought to have caused the reported clinical observations. Tachy therapy was deactivated and surgical intervention was later performed and the rv lead was partially explanted from the patient. No additional adverse patient effects were reported.